Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was between 500-600 mg/dl. The customer stated that it took about 20 units to get a drop, then about 10 units to get anything out. The customer stated that she thinks the pump is not delivering correctly because the amount of units it takes to prime the tubing. The customer stated that she has not been eating because she does not feel good and will give herself a shot because her blood glucose is going high. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised that air leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings.

Manufacturer narrative:
The pump had a blank display due to a broken solder joint on the interface board. Unable to perform the idle current, run current, self-test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement, air bubble test or verify excessive no delivery alarm, bolus delivery anomaly due to the blank display. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.